Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered multiple bolus without user request. The customers blood glucose (bg) level ranged from 142-307 mg/dl. During troubleshooting, tandem technical support confirmed in the pump history that multiple bolus were delivered. However, the customer maintained allegation that the boluses were delivered without user request throughout the night. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.